Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0kxce, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead.

Event description:
Additional information received reported that the implant and lead were replaced.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed that the device was functionally okay with insignificant anomalies.

Event description:
Additional information received noted that the doctor was looking to do a full system revision in the next month or so. The patient describes implantable neurostimulator (ins) works for a week and then shuts off. The patient has to turn it back on again. They will see the patient in the office the week of the reporting to do diagnostics to ins system.

Event description:
Additional information received noted that the doctor is replacing lead and battery in a staged procedure.

Event description:
It was reported that a patient had wound pain and possible infections. Symptoms included pain and swelling at the device pocket. Diagnostic testing included impedance testing, x-rays, and reprogramming. There was surgical intervention and a culture was done, but the device was not explanted at that time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient's first surgery was (B)(6) 2014, and towards the end of (B)(6) 2014 her implantable neurostimulator (ins) migrated towards the incision and the incision opened. The patient had a surgical revision on (B)(6) 2014. About a month and a week after that the ins had migrated again, so they planned to move it to the left side of the body. This would be the patient's second revision, to move the ins from the right side to the left side of her body.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kxce, implanted: (B)(6) 2014, product type: lead. (B)(4).